Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer confirmed that the device was not reprocessed at the customer site before being returned. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 15 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the foreign material was in the suction cylinder because the device was not reprocessed in accordance with the instructions for use prior to being returned to olympus. The final root cause of this event was unable to be identified. The event can be detected/prevented by following the instructions: ¿gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed. In addition, angulation in the up direction out of standards due to worn of angle wire, insertion amount out of standards due to damage of the channel tube, liquid leaks due to perforation of the channel tube, poor switch condition, nozzle deformation, crease at the screen, adhesive gap, crease at the connecting tube, connecting tube protector cut off, crease at the switch 2, el ¿ connector corrosion, and section cover deformed were observed. Lastly, damage was observed on multiple device components. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that foreign material is coming out from the suction cylinder of the evis lucera gastrointestinal videoscope. The event occurred during preparation for use, prior to a diagnostic procedure. A similar device was used to complete the operation and there was no patient harm or user injury reported due to the event.